Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for lumbar radiculopathy, spinal pain. It was reported that the patient had been implanted with a primary cell neurostimulator, approximately one month later the primary cell neurostimulator was replaced with a rechargeable neurostimulator. The patient stated that "the wrong stimulator was implanted". No additional symptoms and no additional complications were reported for this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the patient did not respond well to the trial for this implant and responded better to the trial for his pain for his current implant but they still implanted the wrong device. No symptoms were reported. There were no reported complications and no further complications were expected.